Event description:
The lay user/pt contacted lfs alleging that she had an issue with the up and down arrow button on the ultralink meter. The pt claims that the buttons were stuck. The pt also claims that the meter reverted to the set up mode. The pt claimed that the issue happened immediately after replacing the battery on the meter. The pt did not exhibit any symptoms or seek any medical attention due to the reported issue. The meter is not a new product. The pt was unable/unwilling to verify whether there was any meter trauma. The issues were not resolved and the customer care advocate (cca) sent the pt a replacement meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.